Event description:
The surgeon reported that a pt came in with pain. X-rays revealed that the nail was broken.

Manufacturer narrative:
A review of the device history records revealed no deviation in mfg. External material eval of the raw material prior to mfg had verified appropriate values. Eval revealed evidence tha the event is not linked to a deficiency of the device, but rather related to intra-operative damage of the implant contributed by axial and torsional load application. Sufficient bone healing could not be verified.